Event description:
Hcp reported that the patient was admitted to the emergency room. The patient believed that the catheter in their back wasn't in the same spot. The patient thought it had moved. The patient experienced a lot of pain at the catheter entry site only. Hcp stated the patient had spinal stenosis and very high anxiety. The pump was delivering morphine.

Event description:
Additional information reported that there were neither pump alarms nor recent programming changes. It was noted that besides the pain there were no other return of symptoms/withdrawal.

Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).